Manufacturer narrative:
The technician replaced the mattress ticking and the foam to resolve the issue.

Event description:
Technician alleged that the mattress ticking had a tear in it and fluid had gotten on the foam. No patient impact.